Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 500 mg/dl with polydipsia and polyuria associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and was treated with insulin via injection. During troubleshooting with customer technical support, it was reported that the patient had frequent loss of primes and that the patient used cartridges from different boxes. It was also reported that this issue occurs at night. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: a review of the black box showed no unexplained loss of primes. No data was found in the black box from the time of the reported loss of prime due to continued use. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised with no prime issues occurring. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The pump was opened, and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.